Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer assembled a new reservoir and infusion set. The customer performed plunger push and they were unable to push insulin. The customer ran manual prime and the insulin pump did alarm no delivery. The reservoir will be returned for analysis.